Manufacturer narrative:
Device manufacture date: unknown. Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for blood leakage with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd was able to duplicate or confirm the customer's indicated failure mode. Based on the investigation, a root cause could not be determined within the scope of this evaluation.

Event description:
It was reported that during blood collection with the bd vacutainer® eclipse¿ blood collection needle, blood leaked in the holder. No serious injury or medical intervention.